Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 42 indicating a motor current sense failure, persisted after multiple restarts, and a replacement device was arranged; blood glucose was unaffected and no hospitalization occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed. If the device is received, it will be evaluated, and a supplemental report will be filed. Investigation of this case revealed a failure to infuse associated with the motor component, with insulation problems identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.